Event description:
A customer reported the vitrectomy probe was not cutting at 2000cpm (cuts per minute). Instead, the probe just pulled on the vitreous and lead to a retinal tear. Additional information, received from the biomedical engineer, indicated this surgeon has noted this issue in the past. However, none of the other surgeons that operate at the facility cut at 2000 cpm so, there have been no other complaints from the other surgeons. At 1800 cpm, the probe seemed to function fine. However, at 2000cpm, the probe only aspirated and no cutting was noted. The surgeon reported the patient is doing well and a bubble is still in place.

Manufacturer narrative:
A sample will be sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).